Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for toric lens of different power due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.